Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information the reported difficult to remove and difficult positioning appears to be due to procedural conditions. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty removing the device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted short and myxomatous leaflets. During the transseptal puncture, a pericardial effusion (pe) was observed which was immediately treated with a puncture. The clip delivery system (cds) was advanced to the mitral valve; however, the clip was could not steer down to the valve and the clip became briefly stuck at the ridge of the left atrial appendage (laa). Therefore, due to the pe and difficulty with clip positioning, the mitraclip procedure was aborted. The cds was able to be removed with the clip attached. No clips were implanted, and mr is 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.